Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-dec-2017 a field service engineer found the sample nozzle assembly clogged, which was the primary problem of qc running out of range low, because there was not enough sample in the test cup. The fse cleared the clog and proceeded to run calibration and qc, which were within acceptable specifications. The aia-600ii was working within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30-oct-2016 through 30-nov-2017. There were no other similar complaints identified during the searched period. St aia-pack bhcg assay specifications on page 8 indicates the following: evaluation of results: quality control; in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due to a clogged sample nozzle assembly.

Event description:
On (B)(6) 2017 a customer reported out of range low quality controls for beta human chorionic gonadotropin (bhcg) on the aia-600ii. The customer was down and unable to run the aia-600ii instrument, which resulted in delay in reporting of patient results for bhcg. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.